Event description:
The reporter indicated that the thinline e2 electrode lead did not go through a 7 french introducer because of a bulky peg cover at the tip. This happened in pediatric clinic and the dr had to use 9 french introducer for a 7.5 kilos child. The lead was successfully implanted.